Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4), UDI#: (B)(4), product ID: 9734477r, lot/serial #: unknown, foreign report source: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. (B)(4). After functional testing and visual/physical examination the reported issue was confirmed. The emitter and box reported a communication error when the field generator was connected to the emitter box. Eminterface showed a fault on coil 2. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a connection failure between the computer and the emitter box. The current limit message in the emitter box details pop up. Troubleshooting found that the emitter was perfectly functions. The cable that connects the emitter to the computer was working also, so it was determined that the issue was not a uninterruptible power supply (ups) issue. No patient was present at the time of the event.

Manufacturer narrative:
Continuation of concomitant medical products: pn: 9434477r, ln/sn: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the reported issue was found while setting up equipment for a later procedure. It was reported that the emitter and computer were interfering with each other.